Event description:
It was reported that log files were submitted for review to rule out device related issues. It was noted that the patient was having lower than usual pump flow and was admitted for intravenous inotropic support and optimization, and the site had since increased their pump speed in view of progressive aortic regurgitation (ar). The patient had since gotten better with normal renal function. The event log file captured a drop in flow to 2.4 lpm on 13mar2024 at 5:19:08. It did not persist long enough to trigger a low flow alarm. It was noted that the ar was first detected on 19feb2024, and was thought to be worsened by the left ventricular assist system (lvas). The site would monitor the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number mlp-(B)(6), and the reported aortic regurgitation (ar) could not be conclusively established through this evaluation. Review of the submitted log files confirmed the reported decrease in flow; however, a specific cause for this finding could not be determined though this evaluation. The submitted controller event log file captured events from 09mar2024 - 15mar2024. A slight decrease in flow was captured between 13mar2024 and the end of the file. In addition, a low flow fault flag was captured on (B)(6) 2024. This fault did not last long enough to trigger a low flow hazard alarm. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 lvas, serial number mlp-(B)(6) , with no further events reported at this time. The relevant sections of the device history records for mlp-(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 5, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 1 also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, describes alarm conditions (including the low flow hazard), as well as the appropriate actions associated with them. Section 5 of the patient handbook, "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.